Manufacturer narrative:
H4: the lot was manufactured between december 18-19, 2023. H11: the actual device and two photographs of the sample were provided for evaluation. A visual inspection was performed on the actual sample, and it was noted that there were small white particles of particulate foreign matter. During review of the returned photographs, it was also noted that there were small white particles in the solution. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. The pm was described as, ¿clear particle contamination was identified in the sample¿. This occurred during visual inspection of the finished product, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.